Event description:
As reported: "right total hip revision. Surgeon comment "pain is the reason for revision...cup came loose." Removed shell, insert, head. No further info available per hospital."

Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown shell was reported. The event was confirmed via medical review. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs note the following: visual inspection of the photograph provided showed a recently explanted shell, but nothing of note could be seen from the photograph provided. Clinician review: a review of the provided medical information by a clinical consultant indicated: materials reviewed: (B)(6) 2021: report unlabeled / undated: ap pelvis, spine hardware evident, right hip with omnifit stem s/p orif with cable plate, psl style cup with obvious loosening, near dislocation of shell from pelvis, very vertical. (B)(6) 2021: ap right hip with omnifit stem s/p orif with cable plate, psl style cup with obvious loosening, near dislocation of shell from pelvis, very vertical. Undated / unlabeled: ap right hip with omnifit stem s/p orif with cable plate, psl style cup with lysis behind cup, position acceptable, no obvious poly wear. Confirmation: a revision surgery cannot be confirmed. Loosening of a psl cup and apparent change in position can be confirmed. Root cause: the root cause cannot be ascertained without additional medical records. There was apparent osteolysis behind the cup on an x-ray of indeterminant age which ultimately may have led to loosening of the shell. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "right total hip revision. Surgeon comment "pain is the reason for revision. Cup came loose." Removed shell, insert, head. No further info available per hospital."